Event description:
Medical affairs was unable to get a hold of the patient and will be sending a letter to obtain more clinical information. Based on the information provided, this case is being reported as an adverse event. Patient called because the meter was giving an error 2. Patient ate food and/or drank beverage. Patient then was taken to the hospital where patient was given IV. Unknonw what hospital reading was. Patient claims never got the one touch ultra meter to work. Patient was using incorrect sample application. Customer service had patient clean the meter and retested and the error 2 message still appeared on the meter. Issue was not resolved, customer service sent patient a new meter.